Event description:
The patient received his scs system on (B)(6) 2008. It was reported that after 4 hours of recharging the charger would indicate a full charge. One hour after recharging the programmer will show the ipg battery as low. The patient has stimulation. The patient was sent a new charger to help resolve the issue. Attempts to gather additional information have been unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.